Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing syncope and the heart rate of 30 beats per minute. Upon review, the right ventricle exhibited intermittent failure to capture. On (b)6) 2020, the lead was repositioned and the parameters were normal. About 10 minutes later the intermittent loss of capture was observed. The right ventricle lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.